Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that every last pic ix system inside of their hospital is currently down. There was no adverse event or patient harm reported.